Manufacturer narrative:
(B)(4). The reported complaint of "bpw suddenly changed" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " per the bpw assessment, iab appeared to be minimally inflating with significant kink noted. Most recent cxr ~10 hours prior. Recommended a stat cxr to confirm iab placement. Made the recommendation to hyperextend the patient's hip to see if there was any improvement to the bpw morphology...bpw shows moderate kink with slow return to baseline. ". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-01290, 3010532612-2025-01296.

Event description:
It was reported " per the bpw assessment, iab appeared to be minimally inflating with significant kink noted. Most recent cxr ~10 hours prior. Recommended a stat cxr to confirm iab placement. Made the recommendation to hyperextend the patient's hip to see if there was any improvement to the bpw morphology...bpw shows moderate kink with slow return to baseline. ". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-01296.

Manufacturer narrative:
(B)(4).